Event description:
The customer reported the device fails opcheck; the main board is damaged and fails to read the internal pcmcia. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).